Event description:
Identified siliconized foley probe in which the balloon did not inflate during the patient procedure.

Manufacturer narrative:
Qn# (B)(4). The device catalogue number was not provided therefore, a device history review could not be conducted. Complaint reported that "identified siliconized foley probe in which the balloon did not inflate during the patient procedure." Non-inflation could be occurred due to several reasons such as it was being bent or kinked during the usage, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem. Furthermore, the balloon with low fill volume than the recommended tends to have the problem. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. However, without returned sample, the actual phenomenon which could lead to non-inflation could not be determined and associate it with any of the above-mentioned root cause. There was no sample returned for investigation, without returned sample, the actual phenomenon which could lead to non-inflation could not be determined and associate it with any of the above-mentioned root cause. The complaint is not confirmed.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Identified siliconized foley probe in which the balloon did not inflate during the patient procedure.